Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set when the tube was inserted there was resistance another tube was used, but this tube leaked. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when inserting the 1st tube, hcp felt resistance. S/he pushed the tube bit strongly. The 2nd tube drew blood, however it leaked.

Manufacturer narrative:
Medical device type: fpa. Common device name: intravascular administration set. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set when the tube was inserted there was resistance another tube was used, but this tube leaked. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when inserting the 1st tube, hcp felt resistance. S/he pushed the tube bit strongly. The 2nd tube drew blood, however it leaked.